Event description:
Customer reported an infusion of platelets (30 ml) was programmed to infuse over 2 hours. Customer stated that after 2 hours, only 14 ml had infused. Customer reviewed the error logs and identified error code 353.7200. There was no pt harm and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.